Manufacturer narrative:
Four 20019e7ds samples were received in sealed packaging from lot ta240342 for investigation. No connecting product was returned to aid the investigation. The customer reported that "after connecting the set to the body, a crack/hole was observed in the plastic." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed a crack could be observed to the male luer collar. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Furthermore, the samples were subjected to leakage testing; no leakage was observed from the infusion set throughout testing, even following connection of the male luer to components from bd stock. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot ta240342 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the female luer, or use of a female luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20019e7ds product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had a crack in it. The following information was provided by the initial reporter: after connecting the set to the body, a crack/hole was observed in the plastic. The client noticed after connecting the set to the tpn line that the set is broken.